Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2014; that during unknown surgery on unknown date the thread at proximal tip of drill bit ø17 was broken after reaming. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was requested. Placeholder.